Event description:
It was reported that the patient presented with the preoperative diagnosis of l5-s1 lytic spondylolisthesis grade 1. The patient und erwent surgery consisting of an anterior lumbar interbody fusion l5-s1; application of anterior lumbar interbody device; l5-s1 posterior nonsegmental intrumented fusion; l5-s1 posterolateral nonsegmental fusion; left iliac crest bone graft harvest; and l5 bone marrow aspirate. Per the operative report ¿¿ at this point, bone morphogenetic protein was mixed away from the operative field and allo wed to mature for 15 minutes. A bone marrow aspirate was then taken from the l5 vertebral body by advancing ¿ the needle approximately 2 cm into the anterior cortex and aspirating 5cc of bone marrow aspirate. This was placed onto the bone morphogenetic protein spo nges. At this point a trial rasp replaced between the l5 and s1 vertebral bodies. The bony endplates were taken to bleeding bone and a 17 mm synthes titanium syncage was called for, packed with sponges, and placed between the l5 and s1 vertebral bodies thus comple ting the interbody fusion¿¿¿ ap and lateral fluoroscopic images were taken to confirm the correct orientation and position of hardware. ¿¿ per the operative report, in the posterior part of the operation ¿¿.a high speed bur was used to decorticate the transverse p rocess of l5 and the sacral ala on the left. Bone graft as well as the remaining sponge was placed into the posterolateral gutter on the left side and the same was performed on the right¿¿ the posterolateral fusion was completed both the left and right side between l5 and s1¿..¿ no complications were noted. On (B)(6) 2010, the patient presented pain in the left knee that he reported had been present since around (B)(6) 2010. X-ray imaging was reported as ¿normal with degenerative disease¿. On (B)(6) 2010 the patient presented severe knee pain starting at his groin going over to his anterior knee. The patient also reported hip pain. On (B)(6) 2010, the patient presented radiating pain from hip into the anterior groin as well as the anterior thigh, medial portion of the leg as well as the posterior aspect of the calf and into the heel following a vaguely l4-s1 dermatomal pattern. On (B)(6) 2010 a lumbar spine CT was performed which demonstrated ¿¿.there is very slight spurring off of the medial margin of the facet joint <(>&<)> this is slightly more prominent on the right¿¿¿¿.l5-s 1 fusion with the fusion screws and rods in anatomical position. Intervertebral body spacer maintains the l5-s1 disc height. There is minimal 1 to 2 mm of anterior subluxation of l5 on s1. No evidence of central or foraminal stenosis. The outer portion of the bone grafts appear to be solid, although some lucencies are present but difficult to evaluate due to the streaking off of the metallic screws and rods; remaining lumbar disc levels demonstrate normal height. No central or foraminal narrowing.¿ on (B)(6) 2010, the patient presented left hip pain and underwent a pelvis /left hip MRI scan which demonstrated the following: ¿hip joints: on the left, there is a physiologic quantity of hip joint fluid. No intraarticular joint body. No focal osteochondral lesion. No labral tear. No avascular necrosis. On the large field-of-view images, the right joint space appears maintained as well. Bones and soft tissues: lumbar fusion hardware is noted at the l5-s1 level. Defect involving posterior aspect of left iliac bone relates to site of prior bone graft harvest. There is no fracture or marrow replacement process. No soft tissue mass. No bursitis. Myotendinous units maintained. Intrapelvic soft tissues: mild diverticulosis. No pelvic fluid collection or adenopathy. The apparent bladder wall thickening most likely relates to the nearly completely decompressed state of the bladder. A small fat-containing umbilical hernia.¿ on (B)(6) 2010 the patient presented groin, thigh, buttock and leg pain down the back of his leg and into the back of his knee, calf, and top of foot. On (B)(6) 2010 the patient presented left lower extremity pain and underwent a nerve conductive study which demonstrated ¿mild chronic left lumbar radiculopathy at l4 with no signs of active denervation.¿ on (B)(6) 2010 the patient presented left thigh pain and left knee pain. The patient complained of difficulty standing for prolonged periods of time, difficulty performing regular activities and difficulty walking. On (B)(6) 2010 the patient complained of leg pain and stiffness. On (B)(6) 2010 the patient presented left buttock and left leg pain. The patient received a transforaminal left s1 epidural injection. On (B)(6) 2010 the patient presented left knee pain, a right middle finger mass, and intermittent right wrist pain. The patient received a lidocaine and kenalog injection into the bursa beneath the medial hamstring on the medial side of the left knee just proximal to the joint line. He also had a needle repeatedly inserted in the retinacular cyst at the volar base of the right middle finger to induce rupture. On (B)(6) 2010 the patient presented left low back tightness, left buttock pain, left groin pain, and left leg pain to calf. The patient received left sacroiliac injection. On (B)(6) 2010 the patient complained of left lower back pain with some thigh, calf, and foot pain. On (B)(6) 2010 the patient had ap radiographs performed on both knees, lateral view of the left knee and bilateral merchant views of both knees. The findings were as follows: ¿no acute osseous injury identified in either knee.¿ on (B)(6) 2011 the patient presented back pain with left hip and leg radiation to the toes. A lumbar spine MRI was performed which de monstrated that the ¿lumbar lamina is unremarkable; the conus is normal; at t11-t12 there are schmorl nodes with minimal disk bulge, but no significant central or foraminal narrowing; at t12-l1, l 1-l2, l2-l3, l3-l4, and l4-l5 there is no significant central or fo rlaminal narrowing; at l5-s1 there is susceptibility within the disk space, compatible with interbody fusion cage. L5 and s1 transpedicular screws with interconnecting rods are noted. Postoperative change is present in the dorsal elements, with findings suggestive of bilateral dorsolateral fusion bone. No epidural or perineural granulation tissue. Central canal and foramina are widely patent.¿ on (B)(6) 2011 the patient presented left low back, buttock and leg pain; increased achiness/stiffness into the lower back and left hip; and tightness/gripping into the left buttocks and calf muscles. He also reported stabbing pain into back and medial aspect left knee. On (B)(6) 2011 the patient presented left buttock pain down to the left foot. On (B)(6) 2011 the patient presented ongoing left low back/left hip and leg pain/parathesia as well as increased stabbing pain into left lower back with burning pain extending into left knee and left calf. He also reported cramping in his left foot and that his ¿¿leg would not work right.¿ he needed to concentrate to lift his leg forward.¿¿ on (B)(6) 2011 the patient presented left low back/buttock and leg pain. He reported having bouts of depression and decreased ambition related to his pain level. On (B)(6) 2011 the patient presented lower back/buttocks and left leg pain secondary to noncompressive lesion to the l5 distribution as noted on MRI imaging. On (B)(6) 2011 the patient complained of low back/left leg pain and intermittent tingling left ankle and foot. On (B)(6) 2012 and (B)(6) 2012 the patient presented lower back/buttocks and left leg pain. On (B)(6) 2012 per the doctor¿s notes dated (B)(6) 2012 the patient underwent right carpal tunnel release surgery. On (B)(6) 2012 the patient complained of generalized pain with dull, aching quality, low back, generalized pain with burning quality, left heel, and generalized pain with sharp quality, left knee. On (B)(6) 2012 the patient present chronic low back and left buttock, and left knee pain. In (B)(6) 2012 the patient was diagnosed with a fracture of the fibular sesamoid at the base of the right great toe possibly from an injury of the foot occurring around (B)(6) 2012. On (B)(6) 2012 the patient presented left knee pain, remote medial collateral ligament sprain, chronic low back and left leg pain of spinoneural etiology, and right foot pain related to sesamoids. The patient also complained he could not straighten his knee and he experienced numbness and tingling in his left leg and pain in his right toe mp joint area. On (B)(6) 2012 the patient complained of left knee, back, leg pain and that he could not straighten out his knee. He also reported feeling depressed. Per the doctor¿s notes ¿¿..reviewed his spine films and originally I was concerned that perhaps one of his screws might be penetrating neural foramen or have some other complication or problem. I did not see any obvious signs of abnormalities as far as the pedicle screws were concerned¿.¿ on (B)(6) 2012 an MRI was performed which showed a fracture of the fibular sesamoid. On (B)(6) 2012 the patient complained of left leg pain and received an epidural injection - l4 nerve root and transforaminal space. On (B)(6) 2012 a lumbar spine x-ray was taken which showed post-surgical changes from ls to s1 fusion with a stable grade I anterior listhesis l5 on s1 (per a doctor¿s note (B)(6) 2012). On (B)(6) 2012 a emg was conducted which demonstrated residual chronic but inactive left l4 radiculopathy unchanged compared to 2010. On (B)(6) 2012 a nuclear medicine bone scan showed bilateral acromioclavicular, glenohumeral, sternoclavicular and left knee joint os teoarthritis with mild bilateral osteoarthritis of the mid feet. On (B)(6) 2012 the patient was presented with the results of an ultrasound renal exam which demonstrated incidental findings where the left kidney was inferior to the right which ¿they were questioning whether this could be due to a mass effect in the abdomen.¿ the radiologist had stated ¿no significant abnormality¿. On (B)(6) 2012 the patient presented chronic left leg and burning back pain, and right foot sesamoid fracture with pain. The patient complained of difficulty doing daily living activities including ambulating due to pain. On (B)(6) 2013 the patient presented low back, left buttock, left knee and left foot pain which the patient stated were much worse since early 2010. An emg showed chronic l4 radiculopathy. A MRI of the left knee showed medial collateral ligament strain. On (B)(6) 2013 in a physical therapy ov, the patient presented back pain radiating into his right buttocks, significant left knee pain, and right toe pain. On (B)(6) 2013 and (B)(6) 2013 in a physical therapy ov¿s, the patient presented lower back, left radicular pain and left knee dysfunction. On (B)(6) 2013 in a physical therapy ov, the patient presented lower back, left radicular pain and left knee discomfort and complained of right arm tingling. On (B)(6) 2013 in a physical therapy ov, the patient presented lower back pain in left radicular, left knee, and right great toe pain. On (B)(6) 2013 in a physical therapy ov, the patient presented lower back pain in left radicular, left knee, and right great toe pain. The patient complained of pain in the medial aspect of this left knee that extended down his lower leg into his foot and heel. On (B)(6) 2013, the patient presented chronic pain, ¿right hand ¿troubles¿, and reported feelings of occasional depression with difficulty concentrating. In the doctor¿s notes it mentioned that the patient had received an injection of the right ring finger the previous week (for pain). On (B)(6) 2013 in a physical therapy ov, the patient presented lower back, left radicular pain and left knee discomfort. The patient reported htat his right foot and sesamoid had been giving him increased trouble. On (B)(6) 2013 in a physical therapy ov, the patient presented lower back, left radicular pain and left knee discomfort. The patient basically complained of unbearable pain and reported feelings of anger relating due to the pain. On (B)(6) 2013 in a physical therapy ov, the patient presented lower back, left radicular pain and left knee discomfort. On (B)(6) 2013 the patient complained of new and increased pain in his back and lower right extremity. Reported feeling a pop in his back on (B)(6), 2013 and then increased pain - sciatic in nature.

Manufacturer narrative:
(B)(6): neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.